Event description:
Introducer sheath diaphram through which the swanganz catheter is inserted was incompetent and was leaking blood. The sheath continued to leak even when the catheter was removed. Diagnosis or reason for use: CABG surgery.